Event description:
The customer reported to olympus, during preparation for use, the evis exera iii video system center had lines in the image. It was noted, the image was black with streaky colors-vertical stripes on image. Upon inspection of the customer¿s returned device it was observed, the device had a faulty patient board set. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction, it was observed, corroded connector was noted, intermittent usb drive connector board was noted, and the reported issue was confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the device evaluation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the black image with stripes occurred due to faulty patient circuit board. The root cause of this event was unable to be identified. During the device evaluation, it was found that there were vertical lines on the image, the usb drive connector board was intermittent , the programmable in- put processor connector was corroded, the top cover was corroded, and the the bottom chassis was corroded. However, these defects are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.